Event description:
It was reported the bd vacutainer® push button blood collection set experienced a retraction issue - delay or no retraction - needle stick injury. The following information was provided by the initial reporter. The customer stated: phlebotomist was performing a venipuncture on a patient. Once completed, took the needle out of the patient, clicked the button to retract needle. Phlebotomist thought the needle had fully retracted and was safe to dispose of it in the sharps container, however the tip remained exposed. Phlebotomist did not notice and proceeded to have a sharps injury.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced a retraction issue - delay or no retraction - needle stick injury. The following information was provided by the initial reporter. The customer stated: phlebotomist was performing a venipuncture on a patient. Once completed, took the needle out of the patient, clicked the button to retract needle. Phlebotomist thought the needle had fully retracted and was safe to dispose of it m the sharps container, however the tip remained exposed. Phlebotomist did not notice and proceeded to have a sharps injury.